Manufacturer narrative:
The device remains in service at this time. Should additional information become avaialble, this report would be updated.

Event description:
Boston scientific received information that at this patient's last device check approximately six months ago, the device battery had 5 years remaining. However at today's check the longevity remaining was 3.5 years. No programming changes were made and threshold measurements were low. Technical services recommended performing a save memory to disk.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, it was noted the device was explanted 3.7 years after the event occurred with no further issues reported. The device was then returned to boston scientific 2.6 months after it was explanted. With the event occurring 3.7 years ago, there is no longer any data in the device memory from the time of the event to review. There were no additional complaints regarding the fluctuation in longevity in the last 3.7 years. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.